Event description:
A surgeon submitted patient data for an outcome analysis following lasik surgery. During a review of that data, this patient was found to have experienced a decrease in bcva in the left eye at the 6-month post-op scan. The patient's bcva at 5-months post was 20/25 and the surgeon performed an ehhancement to improve the uncorrected visual acuity. At 6-months post op, the patient's bcva was 20/50 and striae was noted. A flap lift stretch was performed.